Event description:
IV fluid infusing via 2c6254 baxter 89" continu-flo solution set, blood observed to be leaking from tubing. Tubing inspection revealed that tubing became disconnected at a tubing joint that is not an intended connection/disconnection site (not a luer lock or stopcock point).